Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016; using the pod 5 / page 44. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient¿s blood glucose reached between 16 to 18 mmol/l (288 to 324 mg/dl) after wearing the pod for 12 hours on the abdomen. Upon deactivation, it was noted that there was redness under the adhesive pad. During the patient's routine checkup, every 3 months, the endocrinologist noted that the patient had contact dermatitis and gave him a cream (name not provided) to help treat the skin irritation.